Event description:
No blood glucose levels reported. The customer reported a couple of motor error alarms from the insulin pump during prime. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.